Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Initially, it was reported that a zxr00 22.5 diopter intraocular lens (iol) was explanted from a female patient's left eye. However, the serial number provided corresponds to a model zlb00 21.5 diopter iol. The zlb00 lens was explanted from the patient's eye due to the patient experiencing shimmering, visual disturbance and photopsia. There was no incision enlargement, capsule tear, or vitrectomy required at lens explant. The lens was replaced with a non-amo device. Furthermore, the patient is currently doing well.